Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported by the patient that 4-5 infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 1.